Event description:
Complaint submitted through clinical data collection. Limited information provided. Patient was involved in a clinical study for pseudoclaudication syndrome. Initial surgery was performed on (B)(6) 2024 utilizing the bia-gen bioactive moldable bone graft matrix. The product was placed in vertebrae locations l2-l3-l4-l5. There were no other products used in conjunction with bia-gen during the initial surgery and no complications noted. The clinician noted the prdouct had handled and performed excellent. On (B)(6) 2024, the patient went to the emergency department for emesis, left foot swelling and epigastric discomfort. Patient then became pale, unresponsive, and expired. Clinician believes cause of death to be cardiac arrest, hypoxic arrest, or a missed myocardial infraction. Clinician stated the serious adverse event is unrelated to the bia-gen product. No further information surrounding patient information and event will be provided.